Event description:
A consumer reported that beginning two days after intraocular lens (iol) implant surgery, his vision seems foggy like steam and he notices a bright reflection/glare in his vision when looking at a light source. The consumer reported his surgeon has told him the lens is sitting properly and the glare will improve with time. The consumer reported he had not noticed any improvement. In a follow up, the surgeon's technician reported the patient was noted to have an unexpected outcome three weeks following the implant procedure. At the one month postoperative visit, the patient was reporting glare and floaters. Posterior capsule opacification was noted and a yag laser procedure was performed. The patient was referred to a retinal specialist as a precaution. The technician reported, in the opinion of the surgeon, the lens did not cause or contribute to this event. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. File indicated the use of a cartridge (lot number unknown), a handpiece, and an unapproved viscoelastic. Product history records could not be reviewed for the monarch lot because the account did not provide information traceable to the manufacturing documentation. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2012, 04/23/2012, 05/01/2012, and 05/02/2012 by phone, fax, and mail. A completed questionnaire was received on 04/30/2012. Additional information was received in a follow up phone call on 05/03/2012. (B)(4).